Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. (B)(6). Note: the patient was diagnosed with bipolar type ii, and adhd diagnosis. Depression medication will not adapt with her body. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old patient underwent a breast augmentation primary with a mentor memorygel breast implant 450cc and suffered from spontaneous generalized illness symptoms. The patient experienced: depression and anxiety, food intolerance digestive issues, constant headaches, brain fog, memory problems, heat intolerance body cannot handle the heat when the weather is not that hot, sensitive to sound, skin issues, rash on cheeks nose and temples that do not go way, weight gain, hard to lose weight, fatigue always feel tired, dizziness, ringing in ears and inflammation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the right breast implant.

Manufacturer narrative:
On 1/15/2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).